Manufacturer narrative:
On 8/13/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown, and right side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on the right side and with 350cc mentor memorygel breast implant on the left side and was presented with right side rupture, and bilateral capsular contracture; baker grade unknown. Hence, patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 8/15/2019, mentor became aware that the baker grade that patient experienced on both sides is ii. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).